Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was performed for the reported thrombus. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted without issues. However, while steering down to the mitral valve and crossing into the ventricle, a thrombus or tissue was observed on the tip of the mitraclip. Therefore, the clip was removed from the patient to check for thrombus or tissue. There was no tissue observed on the mitraclip. A new mitraclip xtw was then inserted and deployed on the mitral valve, reducing mr to grade 1. There was no additional thrombus observed. It was noted that heparin had been administered prior to the thrombus and activated clotting time (act) was monitored throughout the procedure. There was no clinically significant delay in the procedure.